Manufacturer narrative:
Device evaluation the zebd-7-7 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zebd-7-7 devices as per instructions for use, ifu0045-7 which accompanies this device, potential complications section: ¿those associated with ercp include but are not limited to: perforation. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. However, as per the instructions for use, perforation to the bile duct are known potential complications. Summary: complaint is confirmed based on customer testimony. According to the information reported with the case of bile duct perforation, the patient will require surgical intervention to remove the device. As per additional information received on the 24th sep 2021, this was not perforation of the digestive tract(duodenum), so it has not been serious issue. The patient will be discharged after removing the stent and extraction of bile duct stones. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2021: zimmon biliary stent was placed in the common bile duct for obstructive jaundice. (B)(6) 2021: the physician confirmed that the stent perforated the bile duct. The stent is still placed and the patient has been followed closely. Additional information provided on 24/sep/2021: the pig tail was curled firmly right after it was placed. Placement had no problem but after a week, the tip of the proximal side of the pig tail perforated the bile duct from near the papilla. This was not perforation of the digestive tract(duodenum), so it has not been serious issue. The patient will be discharged after removing the stent and extraction of bile duct stones. Patient outcome: the patient is not showing any problematic symptoms due to the perforation of the stent. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in description of event. What was the target location for the stent? Already stated in description of event. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? No. Was the wire guide inspected for damage prior to use? No. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in description of event. Did the patient require any additional procedures as a result of this event? Unknown. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Unknown. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Unknown. Where was the stricture located in the duct? Unknown. Was the stricture dilated prior to placing the device? Unknown. Was resistance encountered when advancing the stent through the obstructed area? No. After placement, was stent position verified? Yes. If yes, please describe how. Fluoroscopically. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. One week. Did any section of the device detach inside the endoscope or patient? No. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? Unknown. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No if yes, please specify what was observed and where on the device it was observed.